Event description:
It was reported that the right ventricular (rv) lead showed high threshold, undersensing, low pacing impedance and no r waves in bi- polar. The rv lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068-45 implantable pacing lead (B)(6) 2003; kdr403 pacemaker (B)(6) 2003. (B)(4).